Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure (the scope is not working) was not confirmed, meanwhile, the reported failure (everything is green) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope is not working and experience an image issue (green) during an unspecified procedure. There were no reports of patient harm.